Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894410 and gd894402, there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 4. It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Dianeal therapies were ongoing. On the same date as onset of peritonitis, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient was treated with cefoxitin (0.125 mg/ml daily, intraperitoneally) for fourteen days for peritonitis. Ten days after hospitalization, the patient was discharged. The cause of peritonitis was unknown. At the time of the report, the patient was recovering from the event. No additional information is available.